Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu0061 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC fractured. The PICC was placed in the right arm, basilica vein and secured with securacath. A new PICC was placed.